Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until the device was ultimately explanted on (B)(6) 2021. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01nov2017. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and infection (local, driveline, and pump pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previously reported history of chronic infection reported in MFR# 2916596-2021-05967 no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient with a history of chronic pseudomonas infection was admitted due to worsening infection progression to the mid-sternal area. Surgical incision and drainage were required, an infected hematoma was removed, and a sternal wire was visible and removed. The infection was thought to be contained in the area above the sternum. The patient was discharged with a course of antibiotics including oral vancomycin (c. Difficile prophylaxis), zosyn, and oral cipro.